Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was error 41541. The device was visually inspected and there was a delaminated downstream occlusion seal. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the error code was cleared with the latch lock test the service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited error code 41541. There was no patient involvement, no injury was reported.